Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle the safety shield was sliding off or breaking off device. This occurred twice. The following information was provided by the initial reporter: customer reports safety shield sliding off or breaking off device for product 368607 lot 2090159.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle the safety shield was sliding off or breaking off device. The following information was provided by the initial reporter: customer reports safety shield sliding off or breaking off device for product 368607 lot 2090159.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evalution: yes. D9: returned to manufacturer on: 2022-07-27 h.6. Investigation summary: bd received 48 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for defective locking mechanism was observed. Additionally, 20 of the customer samples were evaluated by functional testing and the indicated failure mode for defective locking mechanism with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends."